Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that patient faced infusion set misshaped packaging event on 23-oct-2024. No further information was available.